Event description:
It was reported by the user facility that the remb universal driver was able to run in safe mode outside of a procedure. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported by the user facility that the remb universal driver was able to run in safe mode outside of a procedure. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated. Upon disassembly for visual inspection, the engineer observed socket corrosion in the potted trigger assembly.